Event description:
It was reported that the patient presented in clinic for a routine check up. The pulse generator exhibited over sensing. No intervention was performed. The device remained implanted. The patient did not experience any symptoms.